Event description:
Reported 1 false positive sars result for one patient. Symptomatic status is unknown, the site mainly tests asymptomatic patients (off label use at the time). The customer communicated the result was confirmed negative by molecular (pcr testing).

Manufacturer narrative:
Investigation summary: tested 5x retained and 5x returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retain or return testing. Source: phone.